Manufacturer narrative:
Examination of the returned insert, femoral head, and femoral stem finds evidence to suggest stem impingement. Patient x-rays were not provided, positioning cannot be commented on. No abnormal wear patterns of the articulating surfaces are noted from visual examination. Mating wear is found centrally loaded on both femoral head and insert articulating surface. Additional event information and investigational inputs were requested but not provided. A search of the complaints databases finds no other similar reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised (B)(6) 2013 due to high metal ion levels, pain and cystic mass identified by MRI.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers this complaint closed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other similar reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.